Event description:
During shoulder arthroscopy, the arthroscopy pump started running continuously. After following trouble-shooting check-list and other efforts by surgeon without success, we replaced the tubing. Procedure was completed without injury or further incident.